Event description:
The CAPA process identified complaints not being created for quality issues found during servicing activities. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device has been scrapped. At this time, no further investigation can be performed.